Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and 100% stenosed artery causing the reported failure to advance. Continued handling and/or manipulation of the device during the attempted crossing of the lesion likely caused the reported material separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending coronary artery that was moderately calcified and 100% stenosed. After pre-dilatation, a xience xpedition was advanced but failed to cross the lesion, and after repeated attempts, the proximal shaft of the delivery system separated into two pieces, outside the patient, and was easily removed. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another xience xpedition stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The distal portion of the separated hypotube was kinked distal from the noted separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties to be related to circumstances of the procedure as it is likely the device interacted with the moderately calcified and 100% stenosed artery causing the reported failure to advance. Continued handling and/or manipulation of the device during the attempted crossing of the lesion likely caused the reported material separation and noted hypotube damage. There is no indication of a product quality issue with respect to manufacture, design or labeling.d10, h3: device available for evaluation. H10: method code 4115 - removed.